Manufacturer narrative:
Follow-up # 1 ¿ (07/11/2014).the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on07/09/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective c86 capacitor.testing revealed a "high sleep mode current".capacitor c86 shorted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging battery indicator. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The lfs product(s) has/have been requested for return to lifescan for evaluation. If the product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.